Manufacturer narrative:
Initial reporter (hospital (B)(6)) stated that the facility prefers 2 staff members to be involved in pt transfers, and that their policy may change to reflect this. During arjohuntleigh qa's conversation with the facility's risk manager, they communicated that in their view of the incident, there was no allegation of product deficiency, and that the pt was viewed as causing the near-fall due to his actions. Additional info will be provided following the conclusion of the MFR's investigation.

Event description:
Male pt with some mobility issues, who could bear some weight was involved in a bed to toilet transfer (1 staff member was involved). The pt began to slide out of the sling, but there was enough time for the caregiver to go around and sit on the toilet seat to bear their weight (pt ended up sitting on the caregiver), while they called for assistance. There was no injury reported. F/u conversation with facility risk mgr on (B)(6) 2010, revealed that the pt was not comfortable with his arms on the outside of the frame (with his hands on the outer grasping handles), and moved his arms inside the lift/sling (taking his hands off the outer grasping handles). Arjohuntleigh qa inquired if a full assessment was made of the pt prior to using the sara 3000 for transfer duties and the risk mgr responded that this was the case.